Manufacturer narrative:
The insulin pump was received with no back light due to faulty electroluminescence panel. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer installed a new battery in the insulin pump, and the insulin pump's backlight will not turn on. The customer's blood glucose was unknown. The insulin pump was not in low battery status at time of the call. Troubleshooting was done. The backlight still did not turn on. Advised that the customer's insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.